Manufacturer narrative:
The reported event of mw file - etc02 monitor for pca not sensing patient respirations file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: ca-(B)(4).

Event description:
Mw - not sensing patient respirations received a copy of the customer's medsun report from the FDA which states, "alaris etc02 monitor for pca not sensing patient respirations causing pca to pause patient ability to obtain pain medication." No patient harm or clinical effects were reported.

Manufacturer narrative:
The reported event of mw file - etc02 monitor for pca not sensing patient respirations file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. CAPA reference: (B)(4).

Event description:
Received a copy of the customer's medsun report from the FDA which states, "alaris etc02 monitor for pca not sensing patient respirations causing pca to pause patient ability to obtain pain medication." No patient harm or clinical effects were reported.